Event description:
It was reported that during a hand assisted laparoscopic liver resection procedure, after about 90 minutes of surgery with the surgeon having his hand through the port (hand was well lubricated) the blue iris ripped. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Iris seal the analysis results of the device found that it was received with the iris seal torn. The finding suggested that the torn initiated near to the upper inner seal and it propagated perpendicular toward the lower seal ring 360 degrees. However, it could not be determined what may have caused the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.